Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer (pp). The antenna was used and confirmed secure and synced with the implantable neurostimulator (ins) but it did not resolve the issue. The device did not interrogate. The patient had no therapeutic effect and a loss of stimulation. There was no change in symptoms since implant, symptoms were still present. She saw the doctor once and tried using the programmer but it did not work. She stopped feeling the vibrations following a visit to the doctor. They were unable to check the ins status due to the pp issue. Additional information noted that the patient received a replacement programmer but was still getting poor communication. She was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the loss of stim, the steps taken to resolve the lack of effect and loss of stim and to know if the issues had resolved. If additional information is received, a follow up report will be sent.